Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements since 2022. A lead revision was performed on january 2023 to add right ventricular (rv) pace/sense features. No additional adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).